Event description:
It was reported that, post paced t- wave oversensing resulting in loss of pacing was observed on the device. The patient is pacemaker dependent; however no adverse symptoms occurred due to the loss of pacing. The device was reprogrammed to resolve this event. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.